Manufacturer narrative:
The customer reported that the cns (central monitoring system) crashed and they had to replace the hard drive. They did not have any screen shots or back up settings for the cns and they need help configuring the monitor. Nihon kohden sent the customer the cns default sheets via email. Nihon kohden assisted the customer in configuring the cns. Requested customer fill out the default sheet and return to nihon kohden. The cns is now fully function. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the cns (central monitoring system) crashed and they had to replace the hard drive. They did not have any screen shots or back up settings for the cns and they need help configuring the monitor.